Manufacturer narrative:
MFR. Report # of supplemental 1 correction: MFR. Report #1644487-2016-02129 was inadvertently created and used to submit supplemental MDR 1. The correct MFR. Report # for supplemental report 1 is 1644487-2016-01990.

Event description:
It was reported that the physician's programming handheld device is frozen on the align screen. A hard reset was performed. When it got to the align screen it again froze up and wouldn't advance any further. The edges of the screen were cleaned thoroughly and it didn't resolve the issue. A replacement programmer was requested and provided. The programming handheld device and software were received on 8/30/2016. Analysis is underway but has not been completed to date.